Manufacturer narrative:
On (B)(6) 2013, animas received information from the patient that the batteries used to troubleshoot a loss-of-power issue were nonfunctioning. The patient stated that the pump powered on normally after replacing the nonfunctioning batteries with a new battery.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump would not power on after a battery change. It was reported there was no damage or evidence of moisture to the pump, battery cap, and battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission 10/26/2015-product analysis: the device was returned and evaluated by product analysis on 10/09/2015 with the following findings: review of the pump¿s black box revealed no abnormal pump behavior. Two battery compartment cracks were observed. The battery cap threads were damaged and the cap was unable to secure properly to the pump; a power issue was experienced. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without alarms or issue with the test cap. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.